Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted the previous day with hematuria and a lactate dehydrogenase level of 2200 u/l. No alarms were reported. Reportedly the vad team will be discussing the next actions to take; transplant versus pump exchange. No additional information was provided.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase level decreased to the 600u/l range. The last echocardiogram completed on (B)(6) 2014 revealed a dilated left ventricle, a moderately dilated right ventricle, moderate aortic insufficiency, mild tricuspid regurgitation and mitral regurgitation. There was low flow going through the inflow cannula. The patient was listed as 1a for transplant and was discharged home. He received a transplant on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 1 yr. 6 mo. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device returned for evaluation on 2/6/2015. The device was returned to the manufacturer for evaluation. The analysis of the returned lvad pump confirmed the reported hemolysis. A tissue-like thrombus formation was adhered surrounding the inlet bearing ball. The thrombus appeared to have formed in laminated layers and showed evidence of denaturing, indicating that it likely developed on the bearing over an undetermined amount of time while the pump was operating. This thrombus formation would have potentially contributed to the reported elevated lactate dehydrogenase and hematuria. A thin deposition of adhered tissue was present around the proximal edge of the inlet tube. The deposition did not appear to be affecting blood flow through the conduit. Additionally, small, white, tissue-like depositions were present on one of the rotor vanes and in the proximal side of the outlet stator; however, the depositions lacked lamination, lacked denaturing, and did not appear to have originated in these locations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. No further information is available. The manufacturer is closing its file on this event.